Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the surgeon, the patient experienced a skin-flap breakdown which was treated with oral antibiotics. A skin-flap revision was performed under a general anaesthetic.

Event description:
Per the clinic, the patient experienced skin necrosis which was treated with topical steroid (specific date and duration not reported). The implanted device remains.